Event description:
Customer contacted beckman coulter inc. (Bci) regarding a false low glucose (glu) result generated by the unicel® dxc 800 pro synchron® chemistry analyzer. A false low glucose (glu) result of 468mg/dl was generated which caused the instrument to perform an automatic critical rerun, which gave a result of 243 mg/dl. The sample was rerun on a different instrument, which gave a result of 471 mg/dl. The erroneous result was not reported outside of the laboratory.there was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Evaluation summary: characteristic markings on the valve indicate sutures were looped around all three commissure. Suture track and permanent indentations were present all three free margins. These indentations were most likely left by sutures that was tied tightly down and against the posts, thus leading to a gap at the coaptation region. No visible inconsistencies were noted in the x-ray. Please note that the last sentence on the previous submission should read, received operative report on (B) (6) 2010 for surgery dated (B) (6) 2010 which indicates that the valve was explanted due to transesophageal echocardiographic findings were consistent with a suture binding on the strut of the leaflet, thus immobilizing two of the leaflets, and the patient had significant mitral incompetence.

Event description:
Reportedly the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information initially learned from implant patient registry. No customer letter required. A 04/05/2010 e-mail from sales representative (B) (4) indicates, "I need a return number for an explant that I picked up last week. Dr (B) (6) explanted a mitral valve 6900p (B) (4) on (B) (6) 2010 during the case due to a suspected suture loop. He implanted another 6900p the same size without incident and the patient did well. I would like to send this valve back for analysis. I have a kit, but just need a return number. Thanks for your help. Let me know if you have any other questions". Received operative report on april 19, 2010 for surgery dated (B) (6) 2010 which indicates that the valve was explanted due to transesophageal echocardiographic findings were consistent with a suture binding on the strut of the leaflet, thus immobilizing two of the leaflets, and the patient had significant mitral incomitance.

Manufacturer narrative:
Suture loop. Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The device was returned for evaluation, however, the device evaluation is anticipated, but not yet begun.